Event description:
Health professional reported an alleged tubing leak with a lap-band device. The pt presented to the surgeon's office complaining of abdominal "pain" and "no restriction." A fill was performed and less fluid was found. During explant, the surgeon noted a spot on the "tubing near the port tubing connecter where it was worn away." "Methylene blue" was injected into the device and the leak was confirmed. The tubing was explanted at that spot only and the surgeon reconnected the other tubing back together. The pt came to the surgeon's office again complaining of no restriction at a later date. A fill was done and the surgeon noted there was only "1 1/2 cc's of fluid" and there "should have been 3cc's." The port was removed and replaced.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has been returned; however, the product analysis has not been initiated at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product; however, the analysis has not been completed at this time. Pain is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ... Abdominal pain, chest pain, incision pain, and ... Port site pain."